Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This ICD is expected to be returned for analysis and no additional adverse patient effects were reported. This correction report is being submitted as the complaint is no longer considered a serious injury and/or life-threatening case report, even though the "9041: cardiac arrest" code is now included. The case information indicates the conversion failure contributed to the cardiac arrest. However, the device appropriately delivered therapy and the arrhythmia was not properly converted due to the patient requirement of higher defibrillation thresholds. Thus, this ICD system was explanted due to a patient condition, and not a product performance issue. The system worked as intended.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: h6 (patient codes): "e2403 - no clinical signs, symptoms or conditions" was corrected to "e0602 - cardiac arrest."

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. This correction report is being submitted to inform this complaint is no longer considered reportable as the conversion failure was a result of patient requirement of high defibrillation thresholds, and not of a product malfunction and/or issue. The ICD system worked as intended. Upon receipt at our post market quality assurance laboratory, this product was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Laboratory analysis was unable to confirm any performance issues with this product.

Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This ICD was returned for analysis and no additional adverse patient effects were reported. This correction report is being submitted to inform this complaint is no longer considered reportable as the conversion failure was a result of patient requirement of high defibrillation thresholds, and not of a product malfunction and/or issue. The ICD system worked as intended. The complaint device has not been returned to bsc. Therefore, no product analysis has been performed. Due to the case available information, the "known inherent risk of device" conclusion code was selected.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: - h6 (patient codes): "e2403 - no clinical signs, symptoms or conditions" was corrected to "e0602 - cardiac arrest" - b5 (problem description): an incorrect text was removed as it was inadequately included this correction report is being submitted to inform this complaint is no longer considered reportable as the conversion failure was a result of patient requirement of high defibrillation thresholds, and not of a product malfunction and/or issue. The ICD system worked as intended. Upon receipt at our post market quality assurance laboratory, this product was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Laboratory analysis was unable to confirm any performance issues with this product

Event description:
It was reported that both this patient's implantable cardioverter defibrillator (ICD) and right ventricular lead (rv) were explanted due to conversion failure of ventricular fibrillation (vf). In addition, high capture thresholds were noticed in the rv lead. Reportedly, the patient was admitted with cardiac arrest because the ICD system was not able to convert the patient's vf after some conversion attempts. However, the patient received therapy appropriately and successfully converted the rhythm after more tachy shocks were delivered. Both products were replaced. This ICD was returned for analysis and no additional adverse patient effects were reported. This correction report is being submitted to inform this complaint is no longer considered reportable as the conversion failure was a result of patient requirement of high defibrillation thresholds, and not of a product malfunction and/or issue. The ICD system worked as intended.